Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several atrual and ventricular noise reversion episodes were transmitted via (B)(6). Review of session records revealed that all the noise events occurred on the same day. The noise occurred on both channels simultaneously and had the same frequency and amplitude. Emi exposure is suspected. It was noted that the patient was camping at the time of events. The device will be monitored.